Manufacturer narrative:
H3:81 other: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However during recovery the same patient was placed on bv serial # (B)(6) ((B)(6) 2024) the exact same issue occurred. This report is for (B)(6). Please see (B)(4) for serial # (B)(6). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.

Event description:
It was reported to vyaire medical that during surgery the bellavista1000e us 17,3" ventilator had an error message: "bellavista detected a user interface issue - decommission bv" screen.the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6, and h11. Results of investigation: vyaire medical field service representative went onsite to troubleshoot the device. The exact root cause couldn't be determined. Most likely caused by ui overload. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible. Vyaire medical fsr ran verification per instruction from support. All tests passed required criteria. Unit is fully operational & available to service.